Event description:
In 2008, the primary surgery was performed on l4/l5/s for parkinson's disease. The following month, the blockers at both sides of s1 appeared to be loosened on the post-op x-ray. Two days later, the patient was revised. During the revision surgery, it was confirmed that the blockers were loosened at both sides of s1 and the rod slide, thus the distance between l5 and s1 was increased. (The rods were not disassembled). The blockers at l5 and s1 were replaced. The blockers at l4 were not replaced, however, they were tightened (to 12nm) with torque wrench again.